Manufacturer narrative:
It was reported that the patient underwent complete interstim system implantation with incision and implantation of tined quadripolar lead electrodes into left foramen s3; fluoroscopic guidance for needle placement and subcutaneous implantation of sacral nerve-neurostimulator and electronic analysis and complex programming on (B)(6) 2011 due to medical refractory urge urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06959. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2010 and (B)(6) 2007, due to mesh exposure. (B)(4).